Event description:
A report was received that a patient enrolled in a heart failure study was experiencing difficulty swallowing and dryness in the throat one day post implant procedure. A CT scan of the neck revealed there was no compression over the larynx. 53 days post implant procedure, the patient experienced cardiac decompensation resulting in leg swelling and breathlessness. The patient also had chronic right plural effusion related to the cardiac failure. The patient was admitted to the hospital and was treated with IV diuretics and inotropes. The physician assessed that the difficulty swallowing and dryness in the throat was possibly procedure related. The event was resolved with residual effects and the subject was discharged from the hospital.

Event description:
A report was received that the patient experienced swelling of the leg. The physician indicated that the swelling was related to the device. Diuretics were administered for the swelling. The event was resolved with residual effects.

Event description:
A report was received that a patient enrolled in a (B)(4) study was experiencing difficulty swallowing and dryness in the throat one day post implant procedure. A CT scan of the neck revealed there was no compression over the larynx. At 53 days post implant procedure, the patient experienced cardiac decompensation resulting in leg swelling and breathlessness. The patient also had chronic right plural effusion related to the cardiac failure. The patient was admitted to the hospital and was treated with IV diuretics and inotropes. The event was resolved with residual effects and the subject was discharged from the hospital.

Event description:
A report was received that a patient enrolled in a heart failure study was experiencing difficulty swallowing and dryness in the throat one day post implant procedure. A CT scan of the neck revealed there was no compression over the larynx. 53 days post implant procedure, the patient experienced cardiac decompensation resulting in leg swelling and breathlessness. The patient also had chronic right plural effusion related to the cardiac failure. The patient was admitted to the hospital and was treated with IV diuretics and inotropes. The event was resolved with residual effects and the subject was discharged from the hospital.

Event description:
A report was received that a patient enrolled in a heart failure study was experiencing difficulty swallowing and dryness in the throat one day post implant procedure. A CT scan of the neck revealed there was no compression over the larynx. At 53 days post implant procedure, the patient experienced cardiac decompensation resulting in leg swelling and breathlessness. The patient also had chronic right plural effusion related to the cardiac failure. The patient was admitted to the hospital and was treated with IV diuretics and inotropes. The event was resolved with residual effects and the subject was discharged from the hospital.

Manufacturer narrative:
Additional information was received that according to a health professional the event was not device related. The event was related to the patient's pathology. The patient has recovered and the symptoms have resolved.

Manufacturer narrative:
Additional information was received that the physician believes that the patient's difficulty swallowing could be due to a local effect of the lead in the neck in a very thin patient.